Event description:
It was reported that the battery of the device was depleting faster than normal, and the customer could not update the pump to the new software version 7.9. The issue did not impact the customer's blood glucose level, as there was no adverse report. Since the customer was already in the process of obtaining a new device, no further follow-up was requested.